Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a thoracoscopic partial lung resection procedure. Reportedly, the approximating lever did not open after firing. The surgeon converted the surgery to an open thoracotomy and transected the instrument off the operation site. Suture was applied to repair the operation site. The pt's current status is satisfactory.